Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient passed away on an unknown date for an unknown reason. No additional information has been obtained at this time.

Manufacturer narrative:
The cause of death is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.